Manufacturer narrative:
The device was returned without identified device or use problem. A malfunction based on analysis was found. The device was unable to communicate upon receipt. The cause of communication anomaly was due to a high current draw in the hybrid. The cause of high current was due to hybrid anomaly. The cause of hybrid anomaly was due to an integrated circuit failure. No other anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
This report is to advise of an event observed during analysis.